Event description:
Dealer called stating that the left front caster on the ct7a manual whelchair is allegedly wobbling and making a squeaking noise. Dealer has replaced the caster on warranty order #(B)(4). No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ct7a, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4). The consumer's preexisting medical condition is stated as t5, spinal chord injury. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.